Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made. (B)(4). Preliminary observations indicate no manufacturing issues that may have contributed to the alleged complaint. There is no indication of material failure. Visual analysis performed with unaided eye found the middle tube spiral wrap fractured into two pieces, with the first piece as the distal cutter head that broke around the dove-tail spiral wrap area, and the second piece appears to be the remaining section of the spiral wrap from the first piece break. Under a microscope (10x mag), deformation and scratches were noted around the locking area of the outer hub. All components were present per specification. Due to the extensive damage and condition sustained to the product, only visual observations are available, as a result no conclusions can be drawn at this time.

Event description:
It was reported that the patient underwent a sinus procedure. During the procedure, the cutting insert of the blade came out of the outer covering. The handpiece was oscillating at 5000 rpm. The broken pieces were easily retrieved from the patient's nose. Reportedly, there was no patient injury.